Event description:
It was reported that the patient received inappropriate therapy due to oversensing. There was also increasing thresholds, and a possible lead fracture. The lead was explanted. No further patient complications have been reported as a result of this event.